Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 02/05/2015: amistem h cementless stem size 7 std: ref. 01.18.137 - lot 093017: (B)(4) stems produced and released on 05/09/2010. All parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. To date, (B)(4) the stems belonging to this lot have been already sold without any other similar issue. X-rays analysis performed on 01/30/2015: nothing can be said about what happened from the x-rays received.